Manufacturer narrative:
Concomitant products: product ID: 3998, lot# j0437244v, implanted: (B)(6) 2005, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension.

Event description:
The consumer reported that he was unable to charge his implant and he was not getting the coupling bars shaded in. The consumer also reported that he last charged the implantable neurostimulator (ins) about 4-6 weeks ago. Repositioning the antenna did not resolve the issue, and the patient was unable to communicate with the ins using the patient programmer. It was reviewed that the patient may be in an overdischarged state and will need to contact the healthcare professional. Additional information received from the consumer on 04-jan-2016 reported that steps taken to resolve the inability to charge and potential ins overdischarge included going to the healthcare professional's office where they worked on the device. Additional information received from the consumer on 02-may-2016 later reported that the patient was charging too often and the implantable neurostimulator (ins) was draining too fast. On (B)(6) 2016 the ins was only 1/4 full, and the ins had been 3/4 full the week prior. The patient was not recently reprogrammed or switched to a new group, and the patient did not need to increase parameters recently. There were no reported falls or trauma associated with the issue. There were no ins pocket issues. It was also reported that the patient was not getting any coupling boxes. The patient was getting 2-3 coupling boxes a good six months ago, and now the patient was getting zero coupling bars. In addition, the patient said he had been charging for 36 hours and he was unable to get the device fully charged. Best practices for recharging were reviewed. The patient positioned the antenna over the ins before attempting a recharge session; the poor coupling screen was reported. Repositioning the antenna did not resolve the issue. Using antenna locate (al) prior to attempting a recharge session did not resolve the issue; the patient still got zero recharge coupling boxes and he only got between 60-68. It was noted that the patient had an appointment with the healthcare professional in (B)(6) 2016 for x-rays. It was recommended that the patient try calling to see whether he could get an earlier appointment. The patient's indications for use included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care professional (hcp) reported the patient has not had any x-rays yet this year, but did have a CT scan of the lumbar last year because he was still having a lot of back/flank pain.

Event description:
Additional information received from a healthcare professional (hcp) indicated the patient followed up with a manufacturer representative to resolve the issue. The patient was last seen on (B)(6) 2016 and an x-ray of the lumbar spine was done. It was noted that the impression was stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.